Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead has chronic, known elevated threshold. The physician and patient elected not to pursue a lead revision, and the lead remains in use. No patient complications have been reported as a result of this event.